Event description:
Pt approximately 3 years status post prodisc-l procedure at levels l4-l5 presents to surgeon complaining of pain on the left side when standing. A CT scan taken on an unk date for a non-spine related problem shows a pars fracture on left l4-5. Clinical examination confirms the fracture. Surgeon has ordered MRI, but no revision treatment has been planned at this time. This is 1 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received. Additional info has been requested.